Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the customer's complaint was confirmed due to a damaged charge-coupled device. In addition, the following non-reportable malfunctions were found during the device evaluation: due to a crack on up/down knob, water tightness was lost; nozzle had corrosion; due to deformation of flexibility adjustment ring, flexibility adjustment function did not work; control unit was dirty due to water leakage; due to clogging of nozzle, water removal ability did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; multiple components were scratched and/or cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned their device to olympus because the image had a white haze during a case. Attempts were performed to obtain additional information, but no response was received from the customer. Upon inspection and testing of the customer returned device, a foreign object was found inside the device nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.